Manufacturer narrative:
(B)(4). Concomitant medical products: lps flex femoral component-option for cemented use only nitrogen hardened size d right catalog # 00596801452 lot # 64201975. Articular surface fixed bearing ultracongruent (uc) right 12 mm height catalog # 42521200412 lot # 65033482. Tibia cemented 5 degree stemmed right size e catalog # 42532007102 lot # unk. Report source: switzerland. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient was revised due to loosening of tibial prosthesis. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of being implanted scratched / nicked / foreign material on the distal surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is periprosthetic lucency inferior to the medial tibial plate consistent with loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.